Manufacturer narrative:
Date of report : 11jul2019, date rec¿d by MFR : 26may2019. A data acquisition (da) printed circuit board assembly (pcba) was return for analysis. An investigation was performed and the root cause was due to a defective (u17) component on the da pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. (B)(4). (B)(6). Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse replaced the unit's data acquisition (da) pcba to resolve the reported issue. Pse also replaced the unit's oxygen inlet, inlet air, and cooling fan filters for preventative maintenance.

Event description:
Customer contacted technical support (ts) stating that unit failed high pressure leak test. The customer reported there was no patient involvement. Event date not specified, estimate used.